Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, there was a pin hole leak in the bag by the outlet port. The product was not changed out. There was less than 1 cc of blood loss. The surgery was completed successfully. There was no delay to the surgery. The pt did not need to be transfused.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).